Event description:
Attorney reported: in 2003- pt had ck mesh implanted to fix a hernia. On the following month- pt presented to the hospital with abdominal pain and recurrent pain. Pt was readmitted to the hospital to drain an abdominal wall abscess and have the ck mesh explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.